Event description:
It was reported that the ilet pump displayed alert 38 related to a motor stall, and after the user removed supplies and restarted, the device continued to show unable to proceed during the change cartridge and tubing process without allowing the rewind step, consistent with a failure to infuse and implicating the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified in association with the failure to infuse and the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.